Event description:
A malfunction alarm identified as "malf 16" occurred without any notable preceding events. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support decided to replace the faulty pump, and the customer planned to use multiple daily injections as a backup therapy. The customer was instructed on returning the pump using a pre-paid label and acknowledged these instructions.